Manufacturer narrative:
Film evaluation summary: the exact cause of the reported bifurcate being implanted lower than intended and cuff being implanted higher than intended, covering part of the left renal artery cannot be conclusively determined from the pre-implant films provided. Films at implant were not provided. Pre-implant films showed that the patient has tortuous anatomy: aortic neck to the mid abdominal aortic aneurysm was angulated approximately 40 deg l-r, and from the mid aaa to the aortic bifurcation was approximately 70 deg a-p. The aortic neck was conical in shape and was lined with mild thrombus. It is possible that implanting the stent graft in a tortuous anatomy may have contributed to the events. The conical shaped aortic neck and the mild thrombus present in the aortic neck may have also contributed.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an 80 mm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 10 mm in length. It was reported that during the index procedure the endurant iis stent graft bifurcate was implanted lower than intended, approximately 5 mm distal to the left renal artery. The physician elected to implant an endurant aortic cuff proximally. However, the aortic cuff was implanted a little higher than intended and an angiogram revealed that approximately 15% to 20% of the renal ostium was unintentionally covered by the endurant aortic cuff. The physician was satisfied with the result of the procedure and no intervention was performed. Per the physician the cause of the event was unknown. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.